Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A m2a-magnum mod hd sz 46mm, part # 157446 from lot 674320, was returned and evaluated against the complaint. Visual inspection found scratching and scuffing on multiple locations of the outer radius. Primary op notes indicate that patient underwent tha due to degenerative end stage arthritis after conservative treatment had failed. Posterior approach to the hip replacement for treatment of arthritis. Final components were implanted and indicated to have excellent placement, stability, and range of motion. No intraoperative complications were noted. Revision notes were not provided. The additional information does not change the outcome of the previous investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157852, m2a-magnum pf cup 52odx46id, 648550. The 11-103205, taperloc por lat fmrl 11x142, 616650. The 139258, m2a-magnum 42-50 m tpr insrt +3, 367650. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11353, 0001825034-2017-11355, 0001825034-2017-11356.

Event description:
It was reported that a patient underwent an initial right hip procedure. Subsequently, the patient was revised due to unknown reasons. No delays or complications were reported. Attempts have been made and additional information on the reported event is unavailable.